Event description:
It was further reported that at the time of the event, the patient was diagnosed with myocardial infarction. Peak cardiac enzymes values and abnormal electrocardiogram (ECG) were noted. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, patient experienced angina and target vessel revascularization occurred. In (B)(6) 2012 the subject presented due to stable angina and was referred for cardiac catheterization. The target lesion #1 was located in the svg to distal lad with 70% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.50 mm x 28 mm pe plus stent. Following post dilatation residual stenosis was 0%. The subject was discharged the following day on aspirin and clopidogrel. In (B)(6) 2013 the subject presented due to unstable angina and was hospitalized on the same day. Two days after, the 95% restenosis of the previously placed study stent located in the svg to distal lad was treated with pci with 0% residual stenosis (tvr). The following day, the event was considered as resolved and the subject was discharged on the same day.

Event description:
It was further reported that the target lesion was located in the saphenous vein graft (svg) to mid left anterior descending (lad) and not svg to distal lad as previously reported. In addition, the target vessel revascularization was performed in the svg to first diagonal and not svg to distal lad.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target vessel revascularization was performed in the saphenous vein graft (svg) to mid left anterior descending (lad) artery and not svg to first diagonal. And the in-stent restenosis (isr) was treated with placement of a 3.5 x18mm non-bsc stent.

Manufacturer narrative:
(B)(4).